Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-13226ts bb-tak broke. This was discovered during a case and broke inside the patient. Per facility: "it was used to fix the fibula plate. The area between the head and shaft was broken off."

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the device was broken between the head and the shaft of the device. The cause of this remains undetermined, however, probable cause can be attributed to prying/leveraging forces being used.